Event description:
This rv lead was implanted on (B)(6) 2006. A call to technical services on 8/26/11 states that caller is from (B)(6) clinic in (B)(6) and is reviewing episodes. Episode 49 on (B)(6) shows likely emi on all channels that lead to ns episode so no therapy delivered. Caller has not talked to patient but will ask what they were doing that day at that time. Caller asking about episode 46 showing noise on the shock egm at the onset of the episode. Technical services discuss episode and noted that no noise on the rv egm and shock impedance and pace impedance is good and stable in the daily measurements so shock noise could be muscle noise only, recommend trying to recreate with isometrics and taking impedance measurements at the same time to isolate. The rest of episode does show clean egm's and appropriate sensing and response. Discuss markers as notes some v events being blanked by cross chamber blanking after atrial pacing. Discuss noise response. No therapy delivered and no adverse pt effects. Caller will discuss with dr. And patient to get more info. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).